Event description:
Ous MDR -it was reported that about 45 months after the implantation the lead was exchanged due to oversensing and inappropriate therapies. A new ICD was also implanted during the revision surgery. No additional adverse patient side effects were reported. Both were returned for analysis.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol 1. The device was implanted for 45 months and 31 charging cycles were recorded to the device memory. The memory content of the device was inspected. During analysis of the available iegms noise was observed in the right ventricular as well as the atrial and far-field channel, leading to multiple charging circles that partially resulted in shock delivery, confirming the clinical observation. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be flawless. In a next step, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Furthermore the telemetry functionality was investigated. A test message from the device could be sent successfully, indicating a normal device behavior. The analyses did not reveal any signs of a material or manufacturing problem.